Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that thiopentone and suxamethonium leaked from the bd venflon¿ pro safety peripheral safety IV catheters injection port while inducing the patient under anesthesia for intubation. The following information was provided by the initial reporter: "a patient was undergoing an emergency caesarean section under spinal anaesthesia using a 16g bd cannula for I/v hartmanns fluid administration. A clinical decision was made to induce general anaesthesia in the course of an emergency cs due to ongoing operative haemorrhage. The 16g bd cannula was in situ in the antecubital fossa of the patient. The side port of the cannula (injection port) was used to deliver thiopentone and suxamethonium in the course of a rapid sequence intubation. After partial injection of about 5 ¿ 10 mls of thiopentone through the injection port, the crystalloid and drug emerged uncontrollably from the injection port of the cannula. This was the only IV access available to us and therefore I continued to administer the drugs to induce anaesthesia and paralyse the patient to facilitate intubation. I have never witnessed this event before in my clinical practice of 35 years in anaesthesia. My team secured I/v access in the opposite arm after the patient appeared to be both anaesthetised and paralysed and the airway was secured. I have absolutely no doubt that a portion of both the administered drugs and fluid were lost through the injection port. I am raising this alert because of the following clinical concerns; patient awareness on intubation. Possible inadequate induction of anaesthesia and failure of requisite muscle relaxation. Inadequate haemodynamic resuscitation in the face of a massive obstetric haemorrhage potentially leading to the death of the patient. The failure of the cannula to deliver fluid and drugs complicated an already serious clinical emergency and could have led to the issues I detailed above"